Event description:
It was reported to boston scientific corp that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, during the operation, after the clip was delivered to the target lesion, it could not be released; they had to pull the clip off of the tissue to remove the device. Pulling the clip off of the tissue caused a little bit of bleeding (not serious) and tissue damage. The clip fell off into the pt, and was expected to pass naturally; no attempt was made to retrieve the clip. The procedure was completed using another device (device brand and MFR unk). At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.